Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having tlif (transforaminal lumbar interbody fusion) (levels implanted l4-l5) due to degenerative disc l4-l5 level. It was reported that after capstone cage was inserted in rod inserter , surgeon inserted it in the l4-l5 level, after hammering , the screw at end got loose and dr tried to tighten it , but it didn't happen. But the cage was inserted inside the disc space at appropriate desired place. When rod inserter was removed , it had spiral threading of the capstone peek material attached to it. Inserter had smaller threading part than usual. It caused the screw to loosen up while hammering and when surgeon tried to tighten the screw again, there was a cross threading and peek material spiral threading was seen at the end of the inserter when removed. There were no patient symptoms reported. The product remains implanted. No further complications were reported.